Event description:
Health professional reported, "pt came to the physician's office with persistent leakage from the band...the pt had a lap band port revision." Further f/u was conducted to gather additional info.

Manufacturer narrative:
(B)(4). User facility sent a voluntary medwatch report, (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual exam may determine the connector type associated with this report. Device labeling addresses the event of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."